Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw (iuniht) fractured inside of the implant. The fractured portion of the screw in the implant could not be removed. The implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite implant and one titanium hex screw were returned for inspection. A visual inspection revealed that the screw is confirmed to be fractured in half at the middle of the body. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. The complaint is confirmed. A root cause cannot be determined.